Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported than multiple occlusion alarms occurred. Reportedly customer changed infusion set and cartridge and resumed insulin successfully. Customer's blood glucose level ranged from 86-469 mg/dl.